Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the rep stated that the clip scissored,

Event description:
It was reported that during an unknown pediatric procedure, the clip applier folded the clip in on itself and then would not fire any clips. The procedure was completed with a second device of the same product code. There were no adverse patient consequences reported.